Event description:
It was reported that the customer experienced a very low blood glucose level. Actual blood glucose level was not reported but at the time of the event she heard the alarm go off but ignored it by not waking up. The alarm warned her about running very low in insulin. As a result she took seven glucose tablets. The customer reported that she ate a lot of pretzels, raising her blood glucose level to 240, and ended up taking a lot of insulin to correct her blood glucose level. The last time she checked her blood glucose it was 194 mg/dl. She was advised to disconnect from the insulin pump to perform troubleshooting. She was also advised to monitor her insulin pump and call back is the issue persists. The product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.